Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.5 had failed. The customer tried to recover the drawer, but the issue was not resolved. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there was no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.5 had failed. A field service engineer (fse) cleared a jam in the 2 5 mini drawer and tested the drawer in the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.